Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 20, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the battery reciprocator device was frozen and not functioning. There was a ten minute delay to the surgical procedure as a result. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization associated with this event. The patient's post-surgical procedure outcome was "completed as per usual." All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacture facility was unknown. The reporter address and phone number were unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to internal motor or electric control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.